Event description:
The lay user/pt contacted lifescan alleging that the product was reading the following message: in accurate high. The pt reported blood glucose results of "2008 mg/dl" with a lifescan meter and "105 mg/dl" on another meter, performed within 10 mins of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected valve of <= 30% and/or <= 30 mg/dl. There were no allegations of harm or injury.

Manufacturer narrative:
Lifescan had requested the return of the subject meter and strips for evaluation, but had not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.